Event description:
Reportedly, the lesion was located in the ramus with heavy tortuosity and heavy calcification. A bmw guide wire was advanced to the lesion and predilatation was performed with an unknown balloon dilatation catheter. Then a 2.25x12 mm xience nano was advanced, but failed to cross. The xience was withdrawn without resistance; however, the stent was missing. On fluroscopy the stent was located in the patient anatomy at the tip of the guiding catheter, still on the bmw guide wire. The stent was successfully snared and everything was withdrawn as one unit. The stent was noted to have flared struts. The procedure was stopped at that point. It is unknown at this time whether the patient will undergo any further treatment in the future; however, the physician had no plans to perform additional treatment on the patient at this time. There were no adverse patient effects; however, a clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the 2.25x12mm xience nano stent delivery system (sds) was not returned. However, the stent implant was returned on a guide wire and snare device and located at the distal end of the non-abbott guiding catheter. The stent implant and guide wire were returned with blood, suggesting, the device was used in the anatomy. There were offset coils and a bend on the guide wire. All of the stent struts were mangled except the first three rows at the distal end of the stent implant. This damage is consistent with the use of a snare device for retrieval of the stent in the anatomy. There was no report of any damage observed to the sds or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. The anatomical condition was described as heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. There was a bent strut on the third row at the distal end of the stent implant. It is most likely that as the sds interacted with the lesion/anatomy during advancement, the stent became disrupted on the balloon and during withdrawal, the strut became flared and the stent dislodged at the tip of the guiding catheter. The reported removal of a foreign body, additional therapy/non-surgical treatment, and delay in treatment appear to be secondary effects of the reported stent dislodgement as a snare device was used for retrieval. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A search of the lot history record indicated no nonconforming material records. Additionally, a query of the complaint handling database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.